Manufacturer narrative:
The lead was returned with no complaint. A partial lead (only connector portion) was returned in one piece for analysis. Visual examination of the lead found an external insulation abrasion breaching the connector boot insulation. The cause of external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The product was returned without a complaint associated to the device and there is no allegation of malfunction for this product.